Event description:
Patient's ot ultra test strips were peeling. The patient was able to obtain a reading of 126 mg/dl. The patient reported no symptoms while attempting to test on the meter. The patient does not have any of the alleged strips available. No further information has been provided.